Event description:
It is reported that the patient is sick and may have a possible metal allergy. The patient is also experiencing pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.